Event description:
This event was reported as staphylococcus epidermidis endocarditis, source unknown, aortic insufficiency, congestive heart failure and shortness of breath. Patient suddenly developed a fever and an unresolved cva on september, 2001. No further information was provided.